Event description:
No additional information.

Manufacturer narrative:
Investigation results: no photographic evidence or physical samples were accessible to investigate the reported condition. Our quality engineer team conducted a comprehensive review of the device history record for the provided material number 385100 and lot number 3009331. This review did not uncover any abnormalities during the production process that could have caused this defect, and all quality tests were found to be within the specified standards. Unfortunately, the exact cause of this incident could not be determined based on the information available. We will continue to track and analyze complaints related to this device and the reported condition in order to identify any emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte closed luer access device adapter/connector was defective/damaged. The following information was provided by the initial reporter translated from chinese to english: at 9:40 a.m. On (B)(6) the patient in bed 63 received an infusion needle. At 13:30 in the afternoon, the patient's shirt was found to be wet. After checking the local condition of the PICC, it was found that the film was wet and the PICC was recovering blood. Standard maintenance was performed. Flush and seal the tube. It is found that the tube sealing fluid splashes out from the positive pressure joint, replace the positive pressure joint. Rinse the original positive pressure connector with sealing fluid again, confirm again that the positive pressure connector is damaged, and replace the positive pressure connector with smooth infusion without extravasation.